Event description:
It was reported that the day after implant, this patient was found at home unresponsive and blue. There was no pulse and the patient had agonal breathing. At the time of the report, the patient was stable, awake, alert and oriented. It is unknown if the product was related to the event. Additional information was requested; however, no further information is known. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.